Manufacturer narrative:
D10: concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) implant device experienced the pump was not functioning as it was unable to properly and fully inflate the cylinders. The most likely/suspected cause of the pump malfunction was an over insertion of kink resistant tubing. The physician removed and replaced the pump only through replacement surgery, and there were no further signs or symptoms reported.